Manufacturer narrative:
A manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and eleven months later, computed tomography scan was performed, and result showed that the filter was located at the bottom of l2 to top of l4. 11-degree leftward tilt. No sagittal view available to assess anterior or posterior tilt. 6 out of 9 prongs have perforated the inferior vena cava wall and entered surrounded retroperitoneal fat a maximum of 7 mm. No solid organ of vessel involvement. No strut fracture or bent. Diameter of the inferior vena cava immediately above the filter was 24 mm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with contraindication to anticoagulation. Approximately eight years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.